Event description:
It was reported the rf (radio frequency head was "broke." The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - rf (radio frequency) head tested out of specification on electromagnetic immunity functional tests; rf head cable found out of electrical specification. Rf head label is missing the backing.